Manufacturer narrative:
Lot number is unknown as it was not provided. Expiration date is unknown as the lot number was not provided. Unique identifier (UDI#) is unknown as the lot number was not provided. Device manufacturer date is unknown as the lot number was not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and had suction lost during laser firing in the right eye (od). Treatment was re-started, and finished on a different plane. It was stated that the patient had a loss of best corrected visual acuity (bcva). Patient's chief complaint is an irregular astigmatism and blurry vision. A flap lift and rinse was performed. It was reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op: 20/20, -3.25 x -1.00 x 14. Left eye pre-op: 20/20, -3.25 x -1.25 x 17. Bcva from (B)(6) 2018: right eye post-op: 20/20, 4.00 x -3.50 x 103. Left eye post-op: 20/20. This report is for the patient interface. A separate report will be submitted for the laser equipment.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.